Event description:
As reported by our japan affiliate, post deployment the 23mm sapien xt, the valve embolized into the left ventricle (lv). Bav was performed with a 20mm x 4cm bav catheter and angiography during bav showed no leak. After bav, v-fib occurred. The patient was defibrillated at 200j and returned to sinus rhythm. Due to the patient¿s narrow sinus of valsalva (sov), it was decided to implant a 23mm sapien xt valve with 1ml less than nominal volume. A coronary guidewire and balloon were inserted into the right coronary artery (rca) for protection, since the rca was not seen on the angiography. The sapien xt valve was advanced to the native valve level and the final position was confirmed under rapid ventricular pacing (rvp). When rvp was turned off, v-fib occurred again. The patient returned to sinus rhythm after performing defibrillation three times. There was an increase of both mitral and aortic regurgitation observed. Therefore, it was decided to proceed with deployment and adjust the sapien xt valve position after the blood pressure had recovered. The xt valve was implanted 60-70% ventricular (approximately 30:70/40:60 aortic:ventricular). The shape was slightly trapezoidal to the lv side. Right after deployment echo showed no significant regurgitation and the patient¿s vital signs were stable. Aortography (aog) showed no issue with the coronary flow and no supra-skirtal regurgitation was observed. One minute after that, the echo showed that the sapien xt had embolized into the lv. Emergency surgical aortic valve replacement was successfully conducted. The patient was transferred to the ICU and had been under follow-up observation. The physician stated that the cause of embolization was low implantation of the sapien xt. The patient had an aortic valve diameter of 22mm and an aortic valve area of 378 sq. Mm with mild-moderate calcification in all cusps, a sinus of valsalva (sov) diameter of 25mm and a sinotubular junction (stj) diameter of 23mm.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the valve embolization into the lv cannot be confirmed. However, per report it was due to the low implantation of the xt valve on the aortic annulus. It is possible that a combination of patient factors (i.e. Narrow stj=23mm and mild-moderate leaflet calcification) and procedural factors (i.e. Adjusting the xt valve position during deployment) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.